Event description:
It was reported that the right atrial (ra) lead did not capture at high outputs and exhibited high impedance and high thresholds. The lead was initially reprogrammed off, and subsequently, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.